Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to: serial number (B)(4), lot number 62812. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported there was resistance on the slider that caused xen implant to be placed in the undesirable place of the unknown eye against the xen45 gts. Surgery was completed with another xen45 gts. There was no eye injury.